Event description:
It was reported that during a da vinci-assisted malignant nipple sparing mastectomy with autologous reconstruction surgical procedure, the customer found out that the tip of the monopolar curved scissors (mcs) tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales associate (csa) and obtained the following additional information: the customer reported that the mcs connector pin was broken and the customer clarified that the connector pin had broken off. The customer also confirmed that the scissors accessory was broken and reported that a fragment broke off of the scissors blade. The customer confirmed that the mcs tip was inspected prior to use. The procedure was a single port (sp) mastectomy. The customer confirmed that the procedure was completed with a backup mcs tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.22mm x 2.16 in size. The instrument was found to have a detached fragment. The fragment broke off from the instrument¿s tube adapter. The mcs tip was found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed detached from the blades. No material appears to be missing. The mcs retaining tip cover was found to have cracking damage. No material appears to be missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include improper handling of the cable during either use or reprocessing.

Event description:
Refer to h11 for follow-up information.